Event description:
It was reported that there are gridlines in the patient's images that resulted in the patient being re-exposed. The fe determined that the grid assembly needed to be replaced. The lines returned and he replaced the inverter and multiplier drawers. The unit is working as intended.